Manufacturer narrative:
Upon inspection the baxter technician found the power cable needed to be replaced. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheelchair, bed, toilet and floor. A viking mobile lift equipped with the viking armrest accessory can be used for gait training. The baxter technician replaced the power cable to resolve the reported issue. Based on this information, no further actions are necessary at this time. Although there was no patient involved in this incident if the incident were to recur, it could lead to a serious injury or death therefore, baxter is reporting this device malfunction.

Event description:
A customer contacted technical service to report that the viking xl with cable lift had an issue, stripped cable. Upon inspection, the baxter technician found the power cable was stripped with exposed copper wires showing. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.